Manufacturer narrative:
Age or dob, weight, ethnicity: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted.  The device was not returned for analysis as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed a resin material on top of the preloaded intraocular lens (iol) after it was fully implanted into patient's operative eye. The surgeon could not remove the material and decided to keep the lens implanted. No intervention was performed. No further information was available.